Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2017 was 27.3 mmol/l with vomiting. The reporter noted the patient was hospitalized and treated with intravenous fluids, and they remained on pump therapy; the pump's basal rate and bolus delivery settings were changed by a healthcare provider. It was reported that the pump alarmed for a loss of prime issue. During troubleshooting, the following use errors were reported: over-/under-cycling of the cartridge, filling with cold insulin, using cartridges longer than 2-3 days. No device malfunctions were alleged or indication. This complaint is being reported because the reported health event was attributed to an alleged device use-error.